Event description:
It was reported that the patient underwent an orif of the right tibia, and resorbable bone void filler was implanted at the time. A pproximately 5 months post-op, the fracture was revised "due to hardware failure." It was reported that, at that time, there were "some signs of healing on radiographs but it was still incomplete." At the start of the revision case, two gram stains were reportedly taken, which "came back with nothing, so the surgeon continued to implant the new hardware and bone graft." The resorbable bone void filler previously implanted was explanted, the site was irrigated, new graft material was implanted and the site was re-instrumented. It was reported that the following day one of the two intra-operative cultures "grew out", indicating that the patient had had an infection. No culture report was provided. There were reportedly no cultures taken after implantation of the new graft material and hardware. The surgeon stated that he did not feel the original resorbable bone void filler caused or contributed to the patient's infection.

Manufacturer narrative:
(B)(6). (B)(4). A review of the device history records did not identify any applicable non-conformance to specification. Product was confirmed to have been terminally sterilized with gamma radiation within the required dosage rate.